Event description:
It was reported that left hip revision surgery was performed due to metallosis and elevated levels of cobalt and chromium.

Event description:
It was reported that the plaintiff underwent a left hip revision surgery on (B)(6) 2017 due to metallosis. All the devices from the construct were explanted and replaced. The plaintiff had a primary left hip bhr tha surgery on (B)(6) 2009, and had no problems until (B)(6) 2016, when he started experiencing strong pain in his groin and his calf, as well as shortness of breath. On (B)(6) 2017, the plaintiff was diagnosed with arthroplasty related metallosis.¿

Event description:
It was reported that the plaintiff underwent a left hip revision surgery on (B)(6) 2017 due to metallosis. All the devices from the construct were explanted and replaced. The plaintiff had a primary left hip bhr tha surgery on (B)(6) 2009, and had no problems until (B)(6) 2016, when he started experiencing strong pain in his groin and his calf, as well as shortness of breath.